Manufacturer narrative:
(B)(4).

Event description:
It was reported that lost to follow-up non-dependent patient came to the clinic after receiving hv therapy from the device. Review of the strips noted farfield p-wave oversensing on the rv channel. Programming changes were made.